Event description:
Literature was reviewed regarding the five-year outcomes of transcarotid transcatheter aortic valve replacement (tc-tavr). The study population consisted of 110 patients who underwent tc-tavr with either a medtronic self-expandable valve (corevalve/evolut r, n = 44) or a non-medtronic balloon-expandable valve (sapien xt/3, n = 66). The following adverse outcomes occurred over the five-year follow-up: valve-in-valve implant; stroke (disabling or nondisabling); transient ischemic attack; myocardial infarction; new atrial fibrillation; permanent pacemaker implantation; endocarditis; elevated mean gradient; paravalvular aortic regurgitation (mild to moderate); hematoma requiring drainage; major vascular complications requiring repair (tear and dissections); rehospitalization; and deaths. Causes of rehospitalization included: heart failure, surgical explant due to structural valve deterioration, leaflet thrombosis treated with anticoagulation therapy, new conduction disturbance/arrhythmia, and bleeding. Causes of death that suggested a contributory relationship to the tavr valve or procedure: aneurysm rupture, arterial embolism, valve embolization/ventricular arrhythmia, heart failure, stroke, and sudden death.

Manufacturer narrative:
Citation: del portillo jh, kalavrouziotis d, dumont e, et al. Five-year outcomes of transcarotid transcatheter aortic valve replacement. J thorac cardiovasc surg. 2025;169(5):1452-1459.e4. Doi:10.1016/j.jtcvs.2024.06.017 earliest date of publication used for date of event and date of death. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.